Event description:
The user facility reported that a terumo glidesheath's valve leaked before a guidewire (0.035") and an angiographic catheter were inserted. The device was changed out for another glidesheath from the same lot number. There was no blood leakage when the subsequent glidesheath was inserted, however when the concomitant angiographic catheter (terumo optitorque) was inserted, blood leakage occurred again. It was further reported that there was no harm to the patient.

Manufacturer narrative:
The user facility reported that four (4) glidesheath leakages occurred in the same hospital. All the occurrences are being reported as MDR report # 9681834-2014-00226, 9681834-2014-00227, 9681834-2014-00228, and 9681834-2014-00229. (B)(4). Methods: a cd-rom with the videoed procedure was reviewed; but there is no code available. Results/conclusions: is based upon the evaluation of the actual samples the actual devices were received by the manufacturing facility along with a cd-rom containing the videoed procedure and six (6) unopened samples from the same product code/lot number. The videoed procedure was reviewed and the results confirmed the user facility's complaint - blood leaked from the cross-cut valve of the glidesheath. The actual devices were visually inspected and a flaw was found on the cross-cut valve, however no other anomalies were found. The actual devices were then leak tested by submerging them in water and applying air pressure inside the glidesheaths at (B)(4). No leaks were found. The actual devices were then subjected to the same leak testing in combination with a reserve sample guidewire and 6fr angiographic catheter (optitorque) to simulate the user facility procedure. No air leaks were found. The cross-cut valves were then inspected under magnification. The results revealed a gap between the cross-cut valve and the guidewire/angiographic catheter combination. Close magnifying inspection of the cross-cut valves revealed a flaw off-center of the slit that penetrated through to the backside of the devices. This suggests that the actual samples haemostatic performances had deteriorated due to this flaw. The returned unused samples were visually inspected and performance tested using the same techniques as the actual samples. No anomalies, including air leaks, were found. A review of the manufacturing and shipping inspection records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Based on the investigation findings, there is no indication that these events were related to a device defect or malfunction. The findings suggest that the actual samples' haemostatic performances were compromised when the dilator's tip hit off-center on the cross-cut valve when the glidesheath and dilator were combined. Device labeling does address the potential for such an event in the cautions section of the instructions-for-use by statements such as, "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been place on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).